Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. During procedure, it was found that the right ventricular (rv) leadless pacemaker (lp) was unable to be interrogated via conductive telemetry. The rvlp was not implanted, and the procedure was abandoned with no replacement device implanted. Patient condition was stable.